Manufacturer narrative:
The investigation determined that lower than expected vitros na+ results were obtained from a non-vitros biorad quality control sample and a patient sample when processed on a vitros 250 chemistry system. The assignable cause for the event was user error related to failure to calibrate or restore an appropriate calibration for the reagent lot with the change of the electrolyte reference fluid (erf) lot. There was no evidence to suggest that the vitros na+ reagent or the vitros 350 chemistry system malfunctioned.

Event description:
Lower than expected vitros na+ results were obtained from a non-vitros biorad quality control sample (lot 31810) and a higher than expected vitros na+ result was obtained from a patient sample when processed on a vitros 250 chemistry system. The following results breached vitros na+ potential health and safety criteria: non-vitros biorad l2 lot 31810 control fluid na+ results of 125, 124, 124, and 127 mmol/l versus an expected result of 160.6 mmol/l. Patient sample na+ result of 179 mmol/l versus an expected result of 140 mmol/l. Biased results of the direction and magnitude observed could lead to inappropriate physician action if the event were to occur with patient samples. There were no reports that unexpected patient sample results were reported outside the laboratory and there was no allegation of patient harm due to this event. (B)(4).